Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the chemical solution was added, the dose switch intermittently activated or failed to activate. The repair was performed under the full support plan within the service life. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the presence of "pca dose cord button stuck." As the dose cord was not returned, the reported issue could not be confirmed. As the reported issue was not reproducible, the cause could not be determined. Preventively, the mainboard was replaced.